Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient coughed, they had leakage. This issue had occurred since implant ((B)(6) 2018). The patient was on program 2 and had raised it up to 2.8 but they stated it was too strong. With assistance, the patient moved to program 3 at 0.8 volts and felt the stimulation. They were going to try this setting to see if it helped with the leakage. On (B)(6) 2018, additional information received from the patient who called back saying they don't know what their healthcare provider (hcp) would do, was told they can switch programs. Patient reported no improvement after increasing the setting; they also can't increase any higher otherwise stimulation will be too strong. Patient requested instructions on how to switch programs; instructions were reviewed. It was suggested that the patient monitor and track their symptom results with the new program and adjust appropriately. No further patient complications have been reported as a result of this event. Additional information was received from patient on (B)(6) 2018 reporting that they decided to change the programs and thinks they messed it up as they couldn't get it right. Patient stated that they changed the program and got up 3x at night compared to the 1-2x previous. During call, patient had access to the patient programmer and synced showing stim was on at program 1, 2.1v. Patient inquired about changing programs as they didn't know which program they were on previously. Information was given to patient on how to change programs so patient changed to program 2 at 1.8v. Patient felt stimulation in correct area. Patient was advised to follow up with healthcare professional if issue didn't resolve. More information was received on (B)(6) 2018 with patient calling back to report that they messed up their setting. They confirmed they got assistance in changing to program 2 at 1.8v but it wasn't working for them how they wanted it to because they had to use 4 catheters the night prior. During this call, patient synced and stated they were now on program 3 at 1.4v which they changed to the evening prior since program 1 wasn't good either when they initially tried that. Patient was advised to leave therapy setting at current setting as it took time for body to respond to therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the issue with the patient not being able to get the settings right and having to catheterize 4 times on (B)(6) 2018 night, the patient said they get up at least once during the night. No further patient complications have been reported as a result of this event.